Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing leaks in the cartridge compartment. Caller alleges leaks are due to the cartridge. No adverse event reported. Requested return of the alleged device for evaluation.